Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The cuff was visually inspected, and it was noted that there was a batch discoloration. The component passed the leakage inspection. Based on the information available and analysis results, the reported clinical observation of a foreign material present in the cuff could not be confirmed.

Event description:
It was reported that, during the preparation state of an artificial urinary sphincter implant surgery, the medical staff noted a foreign material in the cuff; therefore, a different cuff was used to complete the procedure. There were no patient complications reported.

Event description:
It was reported that, during the preparation state of an artificial urinary sphincter implant surgery, the medical staff noted a foreign material in the cuff; therefore, a different cuff was used to complete the procedure. There were no patient complications reported.